Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, the lead safety switch (lss) was found to have been triggered on this pacemaker and competitor¿s right atrial (ra) lead. Oversensing of noise on the atrial channel was also observed. During pocket manipulation, ra pace impedance measurement obtained was 1800 ohms that went back to 500 ohms. Programming changes were done. Additional information indicated that the source of noise was not conclusively determined and no pauses were noted. The physician was unable to recreate any issue and the lss had not been triggered again. Routine monitoring will be resumed when no issues are found at the patient's next follow up check. Furthermore, the field representative could not provide the exact impedance measurement but believed it was out-of-range and triggered the lss. The system remains in service. No adverse patient effects were reported.